Manufacturer narrative:
One used device was returned for evaluation. As received no physical damage or anomalies were confirmed on the samples. The device was tested per procedure and there were no leaks from the unions between stopcock and stopcock or along the device. Therefore, probably cause was unable to be determined. A device history review could not be conducted because no lot number(s) was/were identified.

Event description:
The event occurred on an unspecified date and involved a 45" (114 cm) appx 9.0 ml, ext set w/3 gang 4-way stopcocks, rotating luer. The report stated that they were having issues with the product leaking between the manifold ports. The event occurred during patient use in the operating room and they noticed that the patient's blanket was wet. The tubing was not replaced. There was patient involvement and no human harm reported. This is report two of three.